Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime: load step or cartridge not recognized issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned to animas and evaluated by product analysis on 11/09/2012 with the following findings: "no cartridge detected" warnings are recorded in the black box during the initial setup of the pump. During the "load" step . The pump failed to recognize the cartridge giving a "no cartridge detected" warning. The force sensor calibration reading is within specification. The pump was opened; inspection of the printed circuit shows a misaligned analog multiplexer used in the force sensor circuit. No other damage found to the force sensor circuit. (B)(6).